Manufacturer narrative:
Vyaire identifier: (B)(4). The suspect component has been returned to vyaire and further evaluation is pending. Upon completion of the final evaluation, a supplemental report will be submitted.

Event description:
The customer reported while using the somnostar device, the monitor will not maintain a picture and it gave him (the user of the device) an electrical shock feeling. The user reported that there was no harm or injury, and no medical intervention was sought. The customer stated there was no patient involvement associated with this reported event.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a dell flat panel monitor, and evaluated the component. An evaluation of the component duplicated the reported issue and found that the part is nonfunctional, but there is no occurrence of electrical shock.